Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] blistering, partly open with severe pain [blister rupture] , burn blister in the area of lower back, severity second degree, size like cents / pain [burns second degree] , . Case narrative:this is a spontaneous report from a contactable pharmacist via the (B)(6). The regulatory authority report number is (B)(4). A male patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare lower back & hip), device lot number: r97319, from an unspecified date at an unspecified frequency for an unspecified indication. The patient's medical history was not reported. Concomitant medications were none. The patient experienced blistering, partly open with severe pain on (B)(6) 2017. The patient experienced burn blisters ("burning") on (B)(6) 2017. Burn blisters were classified as non-serious event. Immediately after administration of thermacare heatwrap, the patient experienced partial open and very painful burn blisters in the area where he wears a belt. The thermacare lower back & hip plaster was commuted together with his belt in the area of lower back / lumbal spine. Blisters occurred exactly at the same area where it was worn. Severity was burn second degree. Size of blister was like cents. No surgery was needed. It was unknown if a treatment was required. Long term damage development was unknown. No other drugs administered at the time of use of thermacare heatwrap. The action taken and events outcome were unknown. According to product quality complaint group: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (08nov2017 and 08nov2017): new information received from the contactable pharmacist and product quality complaint group included: deny of concomitant medications, new event (burn blister in the area of lower back, severity second degree, size like cents) and investigation results.